Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that the patient connector was not connecting well with the titanium adapter when the transfer set was changed. There was patient involvement, but no patient injury or adverse event associated with this report.